Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, frame under-expansion and paravalv ular leak were noted following valve deployment. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a non-compliant, non-medtronic, 26 mm balloon. Two 10 second balloon inflations were performed using a syringe and manual pressure. Following the bav, an annular rupture was noted. Subsequently, one unit of blood was transfused and a pericardiocentesis was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID: 26mm bard balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that prior to the post-implant balloon aortic valvuloplasty (bav), the paravalvular leak (pvl) was moderate. Per the physician, severe annular calcification contributed to the valve under-expansion.

Manufacturer narrative:
Image review: seven static images and one media file were provided for review of the event. The patient¿s executive summary was provided for anatomical review of the event. Patient annulus perimeter measured 89mm with a perimeter derived diameter of 28.3mm, suggesting a 34mm evolut. Aortic valve appears to be significantly calcified with annular calcium extending to the left ventricular outflow track. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment reveals an appropriate implant depth. The valve was released, and the valve appeared to be under-expanded; however, there was no evidence of annular rupture. A post-implant bav was performed with a 26mm non-compliant balloon and subsequent aortogram showed evidence of annular rupture possibly originating near the left coronary cusp (lcc). As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.